Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported approx three months post stent graft implant, the pt presented with numbness of the legs. The CT demonstrated that the pt's iliac limb had become occluded. The physician elected to perform a femoral to femoral bypass. The physician can not determine the cause of the occusion. No add'l clinical sequelae were reported and the pt is fine.